Manufacturer narrative:
A livanova field service representative went on site and found out that the reported issue was attributable to the scp control panel belonging to an s3 system. The flow board and the flow sensor had to be replaced but the customer decided to replace the complete control panel and the parts were not made available for further investigation. Thus,the root cause could not be determined.

Event description:
See initial report.

Manufacturer narrative:
Livanova (B)(4) d manufactures the centrifugal pump console. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console had multiple shutdowns during an ECMO procedure. As a consequence, there had been no flow to the patient for 2 minutes. Drugs administration and further medical intervention were required to stabilize the patient. The pump was replaced after 12 hours from the start of the procedure.